Manufacturer narrative:
For the reported complaint, the device was returned to bd and evaluated. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model sd70atj. Support catheter allegedly experience material separation and device-device incompatibility. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation, material twisted, and device-device incompatibility. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number for the device was not provided, therefore a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for device-device incompatibility, material separation, and material twisted. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products are identified in d2. H11: g1, b5, d1, d2, d4, h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.